Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cabling inside the cpu of the navigation system was cleaned and reconnected. Additionally, the monitor cable for the system was replaced. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733571, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the machine was not booting, and there was flickering in the surgeon cart monitor. There was no patient involved.